Event description:
Customer reported they have an 8100 module failing rate calibration and failing rate accuracy test during preventive maintenance. It was reported there was no patient involvement.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: failing rate accuracy test during pm. Technical support - 1. Check for any mechanical damage and that the administration set is correctly installed. 2. Perform rate calibration. 3. Replace the mechanism. 4. Return the module to the factory. Recommended to replace the mechanism assembly. Gave part number and transfer to com for ordering. A review of the device history record for (B)(6) was performed from date of manufacture 09/16/2016 to the present date 10/7/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Tech support - recommended to replace the mechanism assembly the customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device failed rate calibration and rate accuracy testing during preventive maintenance. There was no patient involvement.